Manufacturer narrative:
On 14 july 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: the image showed the plastic surface partially separated by the metal part due to the removal of the locking disc. It is not possible to determine the root cause of this event, in particular if the surgeon applied too much force during the unscrewing. Batch review performed on 25 july 2017. Lot 1553831: (B)(4) items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
While inserting the cup, the inner screw of the impaction plate sheared off. The screw fell into the cup and was recovered by the surgeon. There was no delay in surgery as the cup was already well fixed. The surgery was completed successfully. Instrumentation is available.